Event description:
Boston scientific received information that during the implant procedure this right atrial (ra) lead dislodged several times and required repositioning. The physician reported that the helix was not functioning smoothly. One day post implant the lead dislodged again. Surgical intervention was performed and the lead was again repositioned however once secured to the device, the lead exhibited out of range impedance measurement. The lead was explanted and not replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present in the helix housing and confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix. No damages were noted at lead¿s tip that would have contributed to the dislodgment.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.